Event description:
It was reported that 3 days post-op patient presented and was diagnosed with fracture of the femoral shaft (kinective stem subsided = femur fracture), resulting in a revision of the femoral components.